Manufacturer narrative:
Occupation: reporter is a synthes employee. A review of the receiving inspection (ri) for xpdm quick-con si poly scwdrvr was conducted identifying that lot number mi26618 was released in a single batch. Batch1: lot qty of (B)(6) were released on january 15, 2013 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Visual inspection: the xpdm quick-con si poly scwdrvr (part #: 279712400, lot #: mi26618) was received at us customer quality (cq). Upon visual inspection, the distal tip of the device was observed to be broken and the broken piece was not returned. Also, there was discoloration on the ring component. No other issues were identified with the returned device. Functional test: a functional test was not performed on the returned device as it was returned by itself, but the reported issue was confirmed due to the broken condition. Can the complaint be replicated with the returned device? Unable to perform dimensional inspection: the shaft diameter just proximal to the breakage was measured to be within the specification. Document/specification review: drawing(s) reviewed: current & manufactured revisions. Complaint confirmed? Yes. Conclusion: the complaint was confirmed for the received xpdm quick-con si poly scwdrvr as the distal tip of the device was broken, which could have contributed to the reported condition. Although no definitive root cause can be determined, it is possible that the device experienced unintended forces during use and fair wear and tear from the repeated use. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, the screwdriver no longer held screws. There was no consequence to a patient. This report involves one (1) expedium spine system quick connect si poly driver. This is report 1 of 1 for (B)(4).